Event description:
Rn began infusion of avycaz. Infusion pump was not working properly (error message saying there was a downstream occlusion, however, the line was completely clear of occlusion) so rn left the room to get another pump. Before leaving the room, rn turned off IV pump but did not disconnect from patient. When rn returned, the IV pump was switched out and upon restarting infusion, rn noticed that the medication bag was empty. Rn and charge rn looked for a leak on the floor, but did not find one. Rn believes that the line was clamped during the switching of the IV pumps. It is unclear where the medication went. Patient did not seem harmed and did not show any adverse reactions.